Event description:
Leg pain increased [pain in extremity]. Pseudo-arthritis type [arthritis]. Allergic reaction [hypersensitivity]. Alpha streptococcus infection (joint) [arthritis infective]. Leg swelling increased [oedema peripheral]. Lost use of left leg due to pain and swelling/needed to use a rolling walker [mobility decreased]. Pain in muscles [myalgia]. Aspiration (joint) [joint effusion]. Pain throughout joints [arthralgia]. Case description: spontaneous report was received on (B)(4) 2012, from the pt, (B)(6), age and gender not provided with degenerative arthritis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated synvisc one (hylan g-f 20) injection, 6 ml, once in both knees. The lot number of synvisc one was (B)(4) and the expiry date sep-2014. On (B)(6) 2012, approximately two days after the shot, the pt lost use of left leg due to pain and swelling. Later in 2012, the pt was admitted to hospital due to possible infection. An unknown amount of fluid was aspirated, synovial fluid analysis was done and one out of the three strains from the aspiration was found to be positive for alpha streptococcus. According to the physician, all these symptoms were more likely related due to pseudo-arthritis type or allergic reaction to the shot. The pt initiated treatment with antibiotic course and had the knee flushed. On an unspecified date, the pt was discharged from the hospital, with persisting symptoms. The pt was hospitalized again with increased leg swelling and pain. A peripherally inserted central catheter (PICC) line was inserted and the pt was discharged with intravenous antibiotic regimen for a month. Due to the trauma to the left leg and overall pain, the pt used rolling walker. In addition, the pt had heightened level of pain throughout the joints and muscles as compared to prior to the incident. No action was taken with synvisc one. The outcome for the events of pseudo-arthritis type, allergic reaction, alpha streptococcus infection (joint), leg swelling increased, "lost use of left leg due to pain and swelling/needed to use a rolling walker", aspiration (joint) was not provided. The outcome for the events of leg pain increased, pain in muscles, "lost use of left leg due to pain and swelling/needed to use a rolling walker" and pain throughout joints was not yet recovered. Concomitant medications were not provided. The intensity for the all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Evaluation summary: the production and quality control documentation for lot # (B)(4), with expiration date (09/2014) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.